Event description:
The customer reported that this unit had a red x and the screen message "ECG front end failure".

Manufacturer narrative:
(B)(4): the customer reported that this unit had a red x and the screen message "ECG front end failure". The unit was evaluated locally by a philips field service engineer, and the failure was verified. Replacing the power pca resolved the failure.